Manufacturer narrative:
Patient weight and date of event are estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's ipg was inoperable and could not be resolved through troubleshooting. As a result, the ipg was replaced to address the issue.